Event description:
A malfunction alarm was reported, identified by the code malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump, which successfully resolved the issue. The customer was advised to continue using the pump and to reach out if the malfunction code appeared again and acknowledged this guidance.